Event description:
It was reported that the device was explanted due to a failure to shock. Additional information was requested but has not been received. No further information is available at this time.

Event description:
New information received states that the physician concluded that the dft was greater than the delivered therapy. No device issue was suspected. The patient condition is stable had no subsequent complications.

Manufacturer narrative:
The device was returned due to eri. Excess high voltage charges were observed from the device image. The device was tested on the bench and no anomalies were found.